Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. It was reported a mask fit issue causing excessive leaks was identified and addressed with training. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly. There was no patient harm or a serious injury reported as a result of this incident.